Event description:
It was reported that during a total gastrectomy procedure, the device was used to perform a roux-en-y anastomosis. When the firing handle was released after the firing, it was found that there was a gap between the anvil head and the staple housing. The gap range was about 5 mm. The doctor grasped the firing handle again because he felt that the anastomosis seemed to be incomplete. When the device was released, it was found that the hlaf of the staples did not deploy. Also, there were no staples on the resected tissue. Add'l suture was performed. There was no reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.